Manufacturer narrative:
(B)(4)

Event description:
It was reported that a percutaneous sheath introducer (psi)/temporary pacing catheter was emergently placed for management of complete heart block. Placement was confirmed by chest x-ray. During subsequent use, no blood return could be obtained from the sheath sidearm. The physician flushed the sheath with normal saline and confirmed patency, after which the sheath was designated for infusion use only. While propofol was being infused through the psi sheath, nursing staff observed that the cath-gard contamination shield had filled with propofol, indicating leakage of the medication into the shield assembly. The infusion was immediately discontinued, and the physician ordered that the psi sheath no longer be used. The affected device was removed. There were no reports of patient injury, adverse health consequences, or harm associated with the event. The patient's condition was reported as fine. No additional medical or surgical intervention was required beyond discontinuation of device use and removal of the sheath.